Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, bone registration failed due to incorrect segmentation. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding inclination/anteversion discrepancy, involving a rio® tha software application, catalog: 205634 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version/ inclination. ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Several communication attempts were made and there was no response. Session files were not provided for evaluation

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, bone registration failed due to incorrect segmentation. The case was successfully completed and there was no harm to the patient.